Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead was surgically capped and abandoned when the patient's device was replaced due to normal battery depletion, since the lead was dislodged.